Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. Patient described the area as three open sores under the patch. There was no alleged device malfunction contributing to the wound. The patient's physician recommended removal of the patch due to the open wound. Outcome of the wound is unknown.